Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing came apart. The site location was the patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected the body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing came apart. The site location was the patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected the body. No further information available.